Manufacturer narrative:
The device was received at the philips bench. The bench tech confirmed the issue, there was no power. The tech replaced the power supply and the power management board which resolved the reported issue. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Report date: 24sep2021.

Event description:
It was reported to philips that the battery was not charging. There was no patient involvement. The customer contacted philips remote service via email. The device will run on battery power without issue until the battery pack becomes low. Bench repair was requested for further evaluation.